Event description:
The technician alleged the brake pedal pops back up when the bed is pushed while in brake mode. No patient impact.

Manufacturer narrative:
The technician replaced the bushings on the brake mechanism block assembly to resolve the issue.